Event description:
We have received a complaint from patient that the enuresis alarm has caused skin burns under normal operation. The patient is a young 8 year old girl who has been diagnosed with secondary enuresis. The pediatrician prescribed an enuresis alarm for the treatment. Parents purchased alarm from (B)(6) website and it was shipped to them. The alarm has injured child by short circuiting in the night when patient was asleep. Parents noticed that alarm was a little warm when they set it up on daughter, but the patient was in pain an hour later from the short circuit. Batteries leaked from excess heat and injured child. Also, the child has been traumatized and refuses to continue any alarm treatment.